Manufacturer narrative:
Date of event: exact date unknown, event occurred eight months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5068991/5078822.

Event description:
It was reported that the patient was experiencing cervical pain radiating to the patients shoulders. The patient was also not getting an adequate pain relief. All device components were explanted and were discarded.